Manufacturer narrative:
This report is filed january 6, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, november 26th, 2014.